Manufacturer narrative:
The device involved in the incident was not returned for evaluation and no photographs were provided. The device contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. The instructions for use (IFU) contains the following warnings and precautions: *do not use infusion equipment which can exceed the working pressure of 1.0bar max/750mmhg (14.5 psi). *only use infusion equipment complying with standards, which do not exceed a shut-off pressure of 1.0bar. *bolus injections should be slow and must not exceed the maximum bolus pressure of 1.2bar/900mmhg (17.4 psi). *small syringes will generate excessive pressure and may damage the catheter. The use of 10cc or larger syringes are recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
PICC placed ungently earlier in the day. White lumen used for intermittent medications per staff nurse, found leaking. Attempted PICC re-wire/exchange unsuccessfully by 2 vas nursed resulting in loss of line as nothing would thread. Upon inspection of line, noted to have ruptured 1-1.5cm from hub of white lumen.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.